Event description:
The patient started to feel pain from end of 2013. The revision surgery was conducted on (B)(6) 2014 due to the mom was suspected. The issue test revealed possibility of infection during the surgery. Hence all the implants were removed and then the cement with antibiotic was used. Just before surgery, the bone atrophy at the proximal region of femur was found in x-ray. There are some black fragments on the inside of head and the stem neck was noted. The tissue reaction was noted at the proximal region of femur, joint fluid and articular capsule. The implant loosening was noted on the pinnacle cup.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Conclusion and justification status: a complaints database search and review of manufacturing records did not identify any anomalies. The returned parts were transferred to applied research for analysis. The lab report, parts, and third party report were transferred to bioengineering for review. A report was received from bioengineering stating that based on the information received and the investigation performed, the root cause of the need for revision was undetermined. The mode of failure of the prosthesis is multi-factorial and consideration has to be given to all other potential influences such as, surgical process, patient variables i.e. Activity, weight, bmi and use, anatomical considerations and patient changes over time. This report details the finding of review of the explants and information as supplied at the time of evaluation. Any conclusions from this data have to be placed into context with all other relevant factors. The complaint shall be closed with an undetermined conclusion; it will be entered into the complaint database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further.